Event description:
It was reported the EKG (electrocardiogram) does not work (noise). It was noted the back cover needs to be repaired. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: r2067, rf (radio frequency) head. (B)(4).